Manufacturer narrative:
Unit received with cracked case at display window corners, reservoir tube lip, end cap and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device fell on the floor. The customer was advised that the device would be replaced.